Event description:
During a pci/rotational/atherectomy/stenting procedure for instent restenosis, the quantum maverick monorail balloon ruptured. The lesion being treated was a calcified, 99% stenotic lesion in the proximal to mid lad. Afther lesion was observed by an ivus catheter without crossing the lesion, ablation was performed with a rotalink 1.75 mm. The quantum maverik monorail balloon was being used for pre-dilation. When the balloon was inflated to 18 atms at the initial inflation, it began losing pressure and dropped to 16 atms. It was noted under fluoroscopy that the balloon had ruptured. The catheter was removed, and a quantum maverick 15mm x3.5mm balloon was used to complete the procedure. A 7f mach 1 guide catheter and a run through guide wire were also used in the procedure. Pt status listed as "fine."